Event description:
Abbott freestyle libre 3 plus sensor gives falsely low readings in sixties starting days four to six, confirmed by fingerstick at one hundred: multiple returns for same fault. The only available customer support for this issue is dialing their 800 number which has a message stating that they have higher than normal call volumes and so you stay endlessly on hold. It seems many are having the same issue or they're not hiring enough people to field the calls.